Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit¿s upper portion of the screen was frozen. The pump was still operating and the lower touch screen was usable. They transferred therapy to another pump without issue and minimal down time. After powered off and on the unit now had a useable upper screen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
H6 (clinical code, impact code).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit¿s upper portion of the screen was frozen. The pump was still operating and the lower touch screen was usable. They transferred therapy to another pump without issue and minimal down time. After powered off and on the unit now had a useable upper screen. There was no patient harm reported.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) stated there was blurry upper lcd screen. To resolve the issue, fse replaced the top lcd(d160-00-0127), display monitor kit and coiled cable(d012-00-1801). Completed pm, a full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received the part. The failure analysis and testing dept. (Fat) installed the parts into the cardiosave test fixture and tested the parts to factory specifications per procedure and the cardiosave service manual . The failure analysis and testing dept. Could not replicate the failure of the upper screen being frozen or fuzzy, (service representative described the failure as a fuzzy screen, customer described a frozen screen). All parts passed testing. Retained the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev.ak. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.